Manufacturer narrative:
The exact cause of the delamination is unk. No sample was returned to eval. The cormatrix sales rep who was present during the procedure recommended that the surgeon used a new patch. The surgeon opted to continue to implant the product.

Event description:
On (B)(4) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that a male pt had a carotid endarterectomy angioplasty with cormatrix ecm for carotid repair on (B)(6) 2014. The ecm patch was soaked for 1 minute in room temperature saline and was then placed onto a sterile surgical towel for approx 3 minutes before being used. The surgeon sewed the patch into place circumferentially using 6.0 prolene sutures. After the patch was approx 90% sewn into place, delamination in a small area along one edge was visible and commented on by the surgeon. The cormatrix sales rep who was present during the procedure recommended that the surgeon use a new patch. The surgeon indicated that he was not concerned and continued to suture the patch into place taking full bites through all of the layers. There were no procedural delays or other complications reported.